Event description:
It was reported that the patient's lead was replaced on (B)(6), 2012 because it had no impedance. The implantable neurostimulator (ins) was then replaced on (B)(6), 2012 because it could not be started by rebooting. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Recharger model 37752, serial# (B)(4).

Event description:
Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that when the patient was admitted for exploration/revision surgery on (B)(6) 2012 an attempt to reboot the ins was made unsuccessfully. The patient reported the ins stopped working 10 months prior to (B)(6). When the patient was opened and the battery exposed another attempt to reboot the ins was made without success. The extension and lead were removed. A new lead and extension were implanted and a decision to try to reboot the ins over the next several weeks. The patient attempted to reboot the ins at home, but was unsuccessful. The ins was explanted (B)(6). It was reported the ins was empty in (B)(6). Patient outcome was not provided. If additional information is received a follow up report will be filed.

Manufacturer narrative:
(B)(4).. Analysis of the lead (model#: 3877-60, lot#: 0205199715) found that the conductor (all circuits) was (were) broken at the silicone anchor site, 20.9 centimeters from the proximal end. No shorts between circuits were found. Analysis of the implantable neurostimulator (ins, model#: 37712, serial#: (B)(4)) found no significant anomaly. The battery of the ins had a reduced capacity due to overdischarge. No telemetry or output was obtained. The ins did not sync with the patient programmer. Following a physician-mode-reset (pmr), the ins recovered normally, and good, stable output was obtained on all electrode pairs. Analysis of the silicone anchor (model/serial unknown) found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3877-60, lot# 0205199715, explanted: 2012-(B)(6), product typ lead product ID neu_siliconeanchor, product type silicone anchor. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.